Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 31st may 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2015. Between (B)(6) 2015 and the last log entry, prior to receipt at heartsine, on (B)(6) 2017, the device began to perform multiple power ups of mainly ten minutes duration. During this time, the pad-pak became depleted and a further pad-pak was installed. After further investigation, it was found that the membrane of the device had failed due to corrosion caused by moisture ingress. Corrosion was observed on the device on/off button of the membrane. This likely resulted in the device switching on automatically and would account for the ten-minute manual power ups recorded in the history log.